Event description:
It was reported that prior to use of a coronary artery stenting treatment procedure stent damage occurred. The lesion was located in the left anterior descending artery. The physician was attempting to implant a 2.25x16mm taxus liberte stent. After unpacking prior to use , the physician found that the stent surface was not smooth and a stent strut was lifted. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use of a coronary artery stenting treatment procedure stent damage occurred. The lesion was located in the left anterior descending artery. The physician was attempting to implant a 2.25x16mm taxus liberte stent. After unpacking prior to use, the physician found that the stent surface was not smooth and a stent strut was lifted. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Stent strut rows 1 to 3 were misaligned. The guidewire exchange port was slightly torn. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire during use causing it to be pulled through the inner and outer lumen creating the tear identified. Solidified contrast media was present within the guidewire lumen. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).